Event description:
It was reported that during a ptcra procedure, the 1.5mm rotalink plus burr became stuck in the lesion. The lesion being treated was located in the 99% stenosed, calcified and very tortuous left anterior desending (lad) coronary artery. It was determined through ivus that the correct burr size would be the 1.75mm; however, the physician started the treatment with a 1.5mm burr. The first ablation was successfully performed and the burr was advanced and pulled back in the lesion for the second ablation. When it was pulled back, it became stuck in the proximal lad. Attempts to dynaglide out were unsuccessful. Multiple attempts at different removal techniques were unsuccessful. The pt was transported to another hospital for surgical removal of the burr. The pt had a coronary artery bypass graft performed and was transfered to ICU. Pt status is listed as "good."

Manufacturer narrative:
H6. The device was disposed; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.